Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 15 atmospheres; however, on the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injury reported and the patient was in good condition after the procedure.